Event description:
Began having pelvic pain reoccurring tract infections yeast infections I am allergic to nickle I got really bad acne started losing hair I have no energy sleepless nights and I now have to get a hysterectomy.